Event description:
It was reported that, during the set up for a shoulder cuff repair surgery, once the twinfix ultra package was opened, it was found the aseptic pouch was opened. A back-up device was available to complete the procedure and there was no delay. No patient was involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device finds it in the original packaging with the outer box opened and the inner poly bag not appropriately sealed. The seal of the poly bag is not completed along the short end opposite the chevron seal. The device inside the unsealed bag has not been used. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process found that the operator should confirm the presence of seals on all edges of the pouch. The root cause has been associated with manufacturing. A nonconformance was initiated as a result of this complaint. No containment or corrective actions are recommended at this time.